Manufacturer narrative:
(B)(4).

Event description:
Procedure: valve replacement. According to the reporter: several strands of the suture broke while tying down on the back side of the valve. Surgeon had to start over and it added over an hour to the case. Switched to another suture to finish the case.